Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that he is having to charge the ins too often pt stated he charged the ins to 100% yesterday and he needs to charge the ins again today. Pt feels that he has to charge too often pt stated dr smith told him he would only need to charge once every 2 weeks. Patient services (pss) suggested that pt contact the hcp to discuss the charge frequency and request to have the ins checked if he feels this is not normal. Pss reviewed that his charge frequency is determined by how much therapy he requires.